Event description:
Damage to the pump housing and usb port was reported, impacting the ability to charge the pump, though the pump did not shut down. The customer declined to provide information regarding any impact on their blood glucose level. Tandem technical support resolved the issue by arranging for a pump replacement while the customer continued using the current pump to ensure uninterrupted insulin delivery.